Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model: eg-2990i-us is available in the USA with a 510k number: k131902. We checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end with ccd module. In addition, we confirmed that the bending rubber discolored, the down pulley wire snapped/cut, the up pulley wire snapped/cut , the left pulley wire snapped/cut, and the right pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
There was no report of patient harm. Video image failure(cloudy).